Event description:
Customer reported that the previous sensor she used was not functioning and stated she noticed that there was blood at site and that the sensor was not inserter into the skin. She reports that the led light on the transmitter is not blinking when connected to the current sensor. During troubleshoot; customer charged the transmitter and confirmed there was no damage to the connection bridge and sensor was not damaged or bent either. Customer called three days later stating that she noticed the sensor got wet but the transmitter was not connected yet. Customer advised to change the sensor. Blood glucose of 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required due to transmitter and test plug related complaint. Customer only returned 1 opened/used sensor.